Event description:
It was reported that during a device interrogation, this right ventricular (rv) lead was observed to exhibit loss of capture (loc). A lead revision procedure was performed, where the rv lead was successfully revised. This rv lead remains in service. No additional adverse patient effects were reported.